Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose levels with unknown blood glucose levels at the time of the incidents. The customer had a high of 584 mg/dl on one occasion. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer stated they had highs and lows which they felt were caused by the pump. The customer also mentioned diminished battery life, incorrect insulin delivery by the pump, squirting during priming, having to rewind or prime the pump twice, and no delivery alarms. Troubleshooting was not completed and as the customer declined. The insulin pump will not be returned for analysis.